Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the event happened during acl reconstruction surgery. During the graft fixation from the tibial side with the bio-composite interference screw, a click sound was heard and suddenly the tension of the graft got lost and while checking it, the surgeon found the graft coming out inside the joint. He could not bring-up the titanium button from under the sub-cutaneous tissues as he found that the loop is already broken and got out from its sheath. The surgeon fixed the graft by interference screws from femoral and tibial sides. Follow-up investigation: after the failure happened, the surgeon removed the tightrope from the graft and used /put interference screws, so the same tightropes were re-used.

Manufacturer narrative:
This is a follow-up submission to reflect details from the device evaluation. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed that the white suture splices assembly broke at the proximal section. The sheath braid portion is frayed at both ends, and there appears to be a knot at the center of the sheath braid portion. The surface of the button has scratch marks. This type of event is typically caused by nicking the suture with another instrument, fraying from sharp edges of the bone tunnel and/or applying excessive force when shortening the suture strands. The directions for use for the device states: "excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant". This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the event happened during acl reconstruction surgery. During the graft fixation from the tibial side with the bio-composite interference screw, a click sound was heard and suddenly the tension of the graft got lost and while checking it, the surgeon found the graft coming out inside the joint. He could not bring-up the titanium button from under the sub-cutaneous tissues as he found that the loop is already broken and got out from its sheath. The surgeon fixed the graft by interference screws from femoral and tibial sides. Follow-up investigation: after the failure happened, the surgeon removed the tightrope from the graft and used /put interference screws, so the same tightropes were re-used.